Event description:
It was reported that during an unk procedure, the device doesn't coagulate correctly. No pt consequences. Another like device was used to compelte the case. Add'l info has been requested regarding this event.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.